Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage, blank display and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 280 mg/dl. The customer treated with manual shot. The customer stated that the pump fell out of his pocket last night and it was cracked. The customer stated that the screen went blank. The customer mentioned that there is a hairline crack on the reservoir compartment. The customer was unable to troubleshoot for blank display because the pump was damaged. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.